Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that biomed was doing a calibration and the device failed for an error 80, expected 6 actual 31, device wasn't cooling and suspect the mixing pump has failed, the device is also due for the 2000 hour pm. Per sample evaluation results on 23jan2024, it was reported that the arctic sun device unit was primed to fill. The device went through the pm program.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was doing a calibration and the device failed for an error 80, expected 6 actual 31, device wasn't cooling and suspect the mixing pump has failed, the device is also due for the 2000 hour pm. Per sample evaluation results on 23jan2024, it was reported that the arctic sun device unit was primed to fill. The device went through the pm program.